Event description:
It was reported that the foley catheter fell out of the patient during a surgery. According to the inquiry sheet attached, stated that the balloon rupture or tear was observed on the foley catheter. The event occurred half an hour after placement. Stated that water leaked from the balloon. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter. The catheter was not pulled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted balloon burst measuring 0.3170" with no missing pieces noted. Received 2 photo samples. First photo sample shows overview of catheter. Second photo sample zooms in on end of catheter with slight wrinkle present on end of catheter. The balloon o.d. Must conform to drawing." Although an exact root cause could not be determined a potential root cause could be burst balloons. The product was used for patient diagnostic or treatment. It is unknown if the product was influenced by the reported event. DHR review is not required as no lot number was provided. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter fell out of the patient during a surgery. According to the inquiry sheet attached, stated that the balloon rupture or tear was observed on the foley catheter. The event occurred half an hour after placement. Stated that water leaked from the balloon. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter. The catheter was not pulled. Per follow-up information received from ibc on 22mar2023, stated that no missing pieces of the balloon were observed.